Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all detections were noted to be off except symptom-activated, and yet the device was recording episodes for atrial fibrillation (af). The device remains in use. No patient complications have been reported as a result of this event.